Event description:
On 06/08/2026, dr. (B)(6) reported that a 67 year old female patient presented to oral surgery partners office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2024 at tooth position #15. It was reported that the implant was not placed after immediate extraction and was not immediately loaded. The patient presented with the issue after final prosthesis delivery. During the examination, the doctor discovered that the implant had lost osseointegration, as a result the implant was removed on (B)(6) 2026 without the use of instruments. Additionally, the doctor noted that the implant came out during the removal of the dental bridge. The implant was not replaced. The patient exhibited granulation/fibrous tissue around the implant and abnormal bone loss around it, which did not resolve even after removal of the implant. The prosthetic restoration was performed on (B)(6) 2024. The prosthesis was cement retained. The opposing arch consisted of natural teeth, and the type of abutment was a custom abutment. The patient did not sustain any permanent injury, and no additional medical or surgical intervention was required. It was further reported that the patient had type iii bone quality and excellent oral hygiene.

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4). Related MDR number: 3011649314-2026-00928, 3011649314-2026-00930, 3011649314-2026-00931.